Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13k15068 and h13l31022 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). A batch review of potentially associated lot numbers involved in this event will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is a report of a patient who experienced and was later hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis was manifested as abdominal pain. The peritonitis was treated with unspecified antibiotics. The patient was recovering from the peritonitis and remained in the hospital at the time of this report. No additional information is available at this time. This is report 3 of 3 involved in this event.